Event description:
It was reported that there was a lead warning for low impedance on the right ventricular lead. During routine device changeout the lead was checked on the analyzer and found to be working properly. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.